Manufacturer narrative:
B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. Based of the technical investigation report of the follow-up report was created. A visual test was performed. No damages could be found. The device was checked according the technical safety check (tsc). A test of the upstream and downstream sensor was performed. For test the upstream sensor the roller clamp of the infusion line was closed. For test the downstream sensor a test of the pressure stages were performed. The device alarmed according the specification. No deviation could be found. Furthermore a flow measurement was performed. All values were into the specification of the device (+-5%). The reported infusion therapy from customer was reproduced. No malfunction or errors could be detected. Therefore the complaint could not be confirmed. The reported flow deviation could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "operating unit/air infusion." Customer information (only in (B)(6) language) a 100 ml bag of cymevir was installed with schedule of infusion speed of 70ml / h volume to be infused 70 ml, in 01 hour it entered kvo, but did not infuse the volume programmed (70 ml), leaving around 50 ml.